Manufacturer narrative:
The digoxin unit of measure was ng/ml. The correct result was reported outside the laboratory. It was unknown if there were any adverse effects.

Manufacturer narrative:
Review of the reaction monitors indicated a misadjustment of the ultrasonic mixers (usm). The field service representative adjusted the ultrasonic mixers. The system worked according to specifications and no further issues were reported.

Event description:
The customer received questionable digoxin results. Data was provided for one patient sample. The initial result was 1.49 and a repeat result was 0.9 on the same sample. The unit of measure was requested, but was not provided. On a repeatability testing the following results were received: 0.96, 0.92, 0.98, 0.91, 1.26, 0.89, 0.93, 0.92 and 0.93. Additional results of 1.11, 0.59 and 4.70 using reagent lot 695317 were provided. It was unclear if these results were from the same sample. Information concerning if any erroneous results were reported outside the laboratory was requested, but was not provided. Information concerning if any patient was adversely affected was requested, but was not provided. The digoxin reagent lot number was 694103. The expiration date was requested, but was not provided. The customer was asked to clean the probes and replace the reagent cassette with another lot but this did not resolve the issue. Based on the reaction curves from a failed calibration, it was suspected something dropped into the cuvette. The field service representative checked the instrument and did not see any drops falling from the rinse station, but found that the rinse water was not powerful. He performed a decontamination of the module with no improvement. He replaced the tubings of the rinse station, check valve, valve unit, regulator, pump head, diaphragms of the vacuum pump and the reagent probes. He checked the inside washing of the reagent probes, consumption of detergent and the adjustment which were all acceptable. The r2 and r3 mixers were also swapped. The rinse water was improved, but the issue was not resolved. After the service visit, the field service representative ran a sample for digoxin 10 times and got nine results close to 4.3 and one result at 4.7. It was unclear if this was the same sample as the customer originally complained about.

Manufacturer narrative:
This event occurred in (B)(6).